Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 841857) inserted for female sterilization. The patient's concurrent conditions included abdominal pain upper (persistent left upper quadrant abdominal pain), c-section, vaginal bleeding, aphthous ulcer, numbness and tingling. Concomitant products included aciclovir (zovirax), benzonatate (tessalon perles), multivitamin, ondansetron (zofran) and varenicline tartrate (chantix). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had the need for additional surgery. Insertion details: the left ostium was identified first and the essure coil deployed without problem with 2 coils visible. The right ostium was then identified and essure coil deployed in a similar manner with 4 coils showing. Coils were verified with correct placement and the hysteroscope was removed from the uterus under direct visualization. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Essure lot number was added. Reporter information was added. This case concerns adult patient. Her demographic was updated. Essure insertion and removal date was updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 841857) inserted for female sterilization. The patient's concurrent conditions included abdominal pain upper (persistent left upper quadrant abdominal pain), c-section, vaginal bleeding, aphthous ulcer, numbness and tingling. Concomitant products included aciclovir (zovirax), benzonatate (tessalon perles), multivitamin, ondansetron (zofran) and varenicline tartrate (chantix). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had the need for additional surgery. Insertion details: the left ostium was identified first and the essure coil deployed without problem with 2 coils visible. The right ostium was then identified and essure coil deployed in a similar manner with 4 coils showing. Coils were verified with correct placement and the hysteroscope was removed from the uterus under direct visualization. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 16-sep-2011: total bilateral occlusion . ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Patient had the need for additional surgery no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.